Manufacturer narrative:
(B)(4).

Event description:
During an activa implant, it was reported that the lead contact "0" was out of alignment with other contacts. The lead was noted to be "bent." The lead was not used. Another lead was used successfully and there were no pt injuries.